Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented in operating theater for routine device change out. During the procedure, an insulation anomaly was noted on the right ventricular lead. The physician elected to repair the lead. The lead remained implanted. All electrical measurements were normal. The patient's condition was stable post procedure.